Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (5) lvp displayed dim segments.

Manufacturer narrative:
***F/u supplementals created (B)(6) 2020 to cancel emdr's associate to this file as this file is a duplicate of (B)(6).

Event description:
It was reported that the (5) lvp displayed dim segments.